Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional e1: facility name and address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had shown all colors of the rainbow. The issue was found during an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported that the subject device had shown all colors of the rainbow. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation; the video cable was broken therefore the image was green and the fibre bonding in the outer tube area (distal end) was damaged. A definitive root cause could not be identified. It is most likely that the most probable cause of the complaint was due to a broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.